Event description:
It was reported by svc report that the brakes could not be engaged on the foot end. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Eval result: brake cam.